Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the patient line was blocked during fill 3 of 5. The patient was in the hospital due to a stroke from (B)(6) 2017. There were no kinks, coils, or obstructions in the line. The patient's contact stated that there may be an obstruction in the catheter. Upon follow up with the patient's nurse it was reported that the patient was not in treatment at the time of stroke but the date of the stroke is unavailable. The nurse confirmed the patient has a last fill of 500 ml. Per nurse, the patient has been non complaint with treatment and that the patient has moved to hemodialysis in the hospital. Additionally with regards to the catheter obstruction, the nurse does not have any information about this nor is not aware if the patient was fluid overloaded. No further information is available.

Manufacturer narrative:
Clinical investigation not warranted the file was assessed for the need for clinical investigation completion. During a phone call to technical support for a patient line blocked issue, the patient revealed that she was currently in the hospital. The patient hospitalization was for a stroke. The stroke did not occur during a peritoneal dialysis (pd) treatment. During the patient hospitalization from (B)(6) 2017 the patient transitioned to hemodialysis (hd) for non-compliance with pd therapy. Unknown if fresenius products were used for hd. During hospitalization, the patient was subsequently diagnosed with pneumonia due to unspecified organism. The patient was discharged to an extended care facility on (B)(6) 2017. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation for this hospitalization. The completion of a clinical investigation is not required. Should additional information become available, the need for a clinical investigation will be reassessed.

Event description:
A peritoneal dialysis patient reported that the patient line was blocked during fill 3 of 5. The patient was in the hospital due to a stroke from (B)(6) 2017. There were no kinks, coils, or obstructions in the line. The patient's contact stated that there may be an obstruction in the catheter. Upon follow up with the patient's nurse it was reported that the patient was not in treatment at the time of stroke but the date of the stroke is unavailable. The nurse confirmed the patient has a last fill of 500ml. Per nurse, the patient has been non complaint with treatment and that the patient has moved to hemodialysis in the hospital. Additionally with regards to the catheter obstruction, the nurse does not have any information about this nor is not aware if the patient was fluid overloaded. No further information is available.